Event description:
It was reported that the patient presented with an implantable cardiac monitor that was eroded. Additional information was requested, but not received.

Manufacturer narrative:
Correction - h6 codes for product not returned.